Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported a frozen display and low battery life. The time on the screen was not advancing. The mother was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.